Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.5. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone15.3. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been seen by there doctor for diabetic ketoacidosis (dka). The patient's blood glucose levels reached 664 mg/dl. It was also reported that the app was not working properly. Symptoms reported include hyperglycemia and fruity breath. The patient was treated with IV (intravenous) fluids and insulin. The patient was released 9 hours later.